Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The customer reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator was found to be leaking, no patient involvement, as the event occurred during prime. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
The returned sample was visually inspected upon receipt. It was found that the pigtail tubing was damaged at the port of the oxygenator, and appeared cut or ripped from the tubing that was within the port. No other anomalies were noted anywhere else on the device. A retention sample from the same product code/lot number combination was visually inspected. It was confirmed that there were no damages or anomalies on the pigtail tubing or anywhere else on the device. Review of the device history records revealed no manufacturing issues. It is likely that the pigtail tubing was subjected to an external force during shipping and handling that caused the cut or slit in the tubing; however, how or when this damage occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.